Event description:
It was reported that the patient states that she has stimulator system therapy implanted. The patient expressed concern that her ins (stimulator) was not implanted in her in the same area as was shown in manufacturer literature. The patient states her ins (stimulator) was not implanted high by her waist and was not implanted on her left side not her right side. The patient states her ins has m oved more to her side, and it is higher "therefore hitting the skin and the skin has hardened. It was noted sometimes it bleeds or it seeps blood". The patient states she saw her managing hcp(healthcare provider) a couple times and he said he will put skin from under the battery to make it softer but the softer was not what the patient want. The patient want it down further so it's not hitting the skin area. The patient would like the battery pack moved completely. The patient states last time she saw her managing hcp "to build up leshy parts to build up the battery" but it had stopped oozing blood so they did not perform the procedure in hopes that it would heal. The patient states she thinks it's misleading that literature shows stimulator system on the small of her back, and hers was implanted more on her side in an awkward place, which interferes with her sleeping. The patient states that stimulator system therapy has helped therapeutically and also helped her ¿fecally¿. The patient stated probably moved after her chiropractor was "manipulating" and the patient would say that it was caused by a blow. The patient states she was not aware of any precautions to take at the time so she doesn't feel it¿s the chiropractors fault. The patient feels it would be unfair to blame the chiropractor and the patient states she was not notified of precautions or adverse events before implant. The patient reports her visit to the chiropractor was probably 4 to 6 months ago, the patient reports symptoms got gradually worse. Compatibility guidelines were requested for other medical procedures like the patient states she has to go for a rectal prolapse. The patient states the hcp performing the procedure was aware of her stimulator system therapy.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: 3889-33, lot# va08cx3, implanted: (B)(6) 2013, product type: lead. (B)(4).